Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the 12-volt sealed lead acid (sla) battery, serial number (B)(6) , was evaluated due to the reported event of the patient¿s power module appearing unresponsive. This battery was not returned for analysis. Available information for this event indicates that the power module remained unresponsive when battery (B)(6) was connected. However, the cause of the power module appearing unresponsive was isolated to an issue with the power module¿s main printed circuit board, and this issue would have caused sla backup batteries to not function as intended with the unit. The root cause of the reported event has been addressed via the power module¿s investigation, and an sla battery was unable to be correlated to the cause of the event based on the investigation¿s findings. The sla battery, serial number (B)(6) , was observed to have passed all initial manufacturing testing per the greatbatch manufacturing test datasheet. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module (ppm) was unresponsive to ac power. The unit beeped once when the backup battery was connected. The patient was exchanged to a new ppm backup battery from the hospital and from abbott customer service, neither of which cleared the alarm. The power module was exchanged. It was later reported the replacement backup battery experienced an out of box failure. It was later reported that the loaner ppm lent to the patient by the hospital was returned back to the hospital's inventory where it was verified to be fully functional with other batteries.